Event description:
It was reported that the device was at elective replacement indicator (eri) early. The longevity estimate one year ago was 3.5 years. Changeout is planned. The device is still in use. No patient complicatioans have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage data in save to disk (s2d) file (B)(4) shows bat= 2.744 volts on (B)(6) 2012, battery impedance=2561 ohms, aging timestamp date on (B)(6) 2012, device is before recommended replacement time (rrt).